Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 437 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated that she had insulin pump replaced due to the same recurring issue with flow blocked, the insulin pump was new, had changed insulin and was changing her set every time she will get the flow blocked alarm. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.